Event description:
The customer reported generation of high sodium (na) patient result on their cell 2 of the au5800 clinical chemistry analyzer. The patient sample was repeated on cell 1 same au analyzer and result was normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).